Event description:
It was reported by the user facility that the device was overheating during testing. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The failure for overheating was not confirmed through functional evaluation. Disassembly and visual inspection by the repair technician and diagnostic engineer confirmed the motor sockets were corroded.

Event description:
It was reported by the user facility that the device was overheating during testing. The user facility was not able to provide any further information regarding the reported event.